Event description:
The report received from the study indicated that during post dilatation with an aviator plus balloon, with the angioguard still in place, the patient experienced dysarthria, hemineglect & hemiparesis on the left side. Onset was sudden and recovery was partial with minor residual (weakness on the left side). The diagnosis was tia. The patient was discharged to a rehab facility. Seven days after the index, the patient was found unconscious and was diagnosed with an ischemic stroke. The onset was sudden, with unknown visual loss, unknown hemiparesis, unknown hemineglect and unknown hemiataxia. There were neurological deficits and the patient was going to be discharged to a hospice facility.

Manufacturer narrative:
The patient was symptomatic at the time of the procedure. Pta was performed on a 62% occluded bifurcation lesion in the right internal carotid artery of 23mm in length in an 8.2mm vessel diameter. The (arch I) lesion was ulcerated and mildly calcified. An angioguard embolic protection device was successfully deployed and retrieved. There was debris in the basket upon retrieval. A 10x30mm precise stent was deployed at the target site without any malfunctions, then a second 8x30mm precise stent was deployed proximal to the target lesion without any malfunctions. The lesion was post-dilated with a 7x20mm aviator plus balloon. Pre-procedure ck was total 89- [upper limit normal ck 234] and total ck-mb 2.6 [upper limit of ck-mb 6.3]. On the following day, total ck was 455 (upper limit of normal ck 234] and total ck-mb 8.0 [upper limit of ck-mb 6.3]. Pre and post-procedure medications included aspirin and clopidogrel. Heparin was administered during the procedure. This is one of 4 devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01153, 9616099-2009-01154, 9610978-2009-00166.